Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Event description updated. Evaluation codes updated.

Event description:
It was reported that the anchor failed to attach on site during the procedure. MRI, CT and xrays post-op were made and inner screw cannot be found. No mayor delay was reported. No patient injury reported.

Event description:
It was reported that the anchor cannot be found during procedure. No patient injury reported.